Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens; -5.0 diopter; in the patient's left eye (os) on (B)(6) 2017. The patient experienced low vaulting, elevated iop, and had additional refractive treatment. The lens was explanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -5.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced low vault, elevated iop, and had additional refractive treatment. The lens was explanted. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens; -5.0 diopter; in the patient's left eye (os) on (B)(6) 2017. The patient experienced low vaulting, elevated iop, and had additional refractive treatment. The lens was explanted. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens; -5.0 diopter; in the patient's left eye (os) on (B)(6) 2017. The patient experienced low vaulting, elevated iop, and had additional refractive treatment. The lens was explanted. (B)(4).